Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that routine log files were sent for review and captured a yellow wrench alarm activated at 2:02 am that appeared to have resulted in the patient briefly disconnecting their driveline.

Manufacturer narrative:
Section b5: onset of the short to shield condition and use of ungrounded patient cable is reported under MFR. #2916596-2020-04889. Manufacturer's investigation conclusion: a pump stop event with associated low speed, low flow, and driveline disconnect alarms was confirmed via the submitted log file. The submitted log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. A pump stop event was captured on (B)(6) 2023 while the white power cable was connected to the power module and the black power cable was connected to a battery. Additional information communicated by the account stated that the system controller was briefly connected to the power module with a grounded patient cable instead of an ungrounded patient cable. Due to a previously suspected short-to-shield (refer to MFR. #2916596-2020-04889), the patient was instructed to remain on an ungrounded patient cable. Of note, the driveline was captured as disconnected during the pump stop. With pocket controller software version 7.23, a short-to-shield can trigger the driveline disconnect alarm. An update has been implemented to future software versions to prevent the driveline disconnect alarm from activating during this type of event. The pump subsequently resumed operation above the low speed limit without issue when the white power cable was connected to battery power. The patient remained ongoing on vad (ventricular assist device) support until the end of (B)(6) 2023, as their vad turned off and could not be restarted. The vad remains in-situ, with plans to close the driveline exit site / outflow graft (refer to MFR. #2916596-2023-07232). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook explain system controller alarms and the proper actions associated with them. These documents discuss damage due to wear and fatigue of the driveline and includes driveline care instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the driveline was not removed from the controller. The patient's controller was briefly connected to a grounded patient cable instead of ungrounded. The patient was quickly placed back on batteries and then ungrounded patient cable.